Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Palmier, m., & roussel, e. (2024). Temporary effect of hepaticoduodenal fistula embolisation. European journal of vascular and endovascular surgery: the official journal of the european society for vascular surgery, 68(2), 278. Https://doi.org/10.1016/j.ejvs.2024.03.037. Medtronic review of the literature article found a case report of a patient who initially presented with haematemesis and haemodynamic instability. Computed tomography angiography (cta) revealed a fistula between an isolated aneurysm of the common hepatic artery, caused by chronic dissection, and the first part of the duodenum. The patient underwent a coil embolization treatment procedure in which concerto coils were implanted. The procedure was considered clinically successful; further etiological assessment was negative. However, 2 years later, the patient experienced recurrent bleeding in the gut. Cta confirmed partial migration of the previously implanted coils. The patient underwent another procedure in which the coils were removed and hepatoduodenal fistula exclusion was achieved by partial aneurysm resection between two direct sutures, one close to the coeliac trunk and the other close to the duodenal wall.